Event description:
The port was placed 1/30/96 via the left side of the chest. On 10/10/96 during flushing, the pt experienced pain. X-rays were taken which showed the catheter to have broken off and migrated to the heart. The pt underwent 2 emergency procedures for removal of the port & fragment.